Event description:
I have had bad experience with dexcom g7 sensors starting (B)(6) 2025. I switched from dexcom g6 to g7 (B)(6) 2025. I am type 1 diabetic, insulin dependent using tanden tslim x2 pump. It is crucial for cgm dexcom to be accurate, work consistently for optimal blood sugar control. I have contacted dexcom support to report all issues and for troubleshooting support. I am told they are using feedback to improve their products but wanted to be sure FDA is aware of issues I have experienced. The quality of g7 is unacceptable and pose safety concerns due to inaccurate readings, readings unavailable for hours at a time, and often fail prior to 10 day expiration. After noticing my in range % falling by 20% over several weeks without any changes to diet, activity, etc, I started manual sticks and found at times the sensor readings to be 60+ points higher than manual. When calibrating cgm on pump, the value would be rejected multiple times to get accurate reading due to large discrepancy. Never encountered this issue with dexcom g6. More of a concern is I experienced several dangerous lows (shakiness, weakness, difficult to raise blood sugar) but cgm reading was 90-100. I have contacted dexcom five times to report issues and to get feedback on how widespread the issue is with other customers since only 2 sensors have worked correctly in past 2 months. Informed by dexcom all issues are reported to research & development team for product improvement and replacements sent. At least three sensors have failed prior to 10 day period and 1 during 30 minute warm-up. Most sensors, on day 8 or 9 of use, will not show readings for hours at a time thus causing failure after 3 hours. This is not acceptable since cgm readings are necessary for proper insulin delivery. Another major issue encountered is applying multiple sensors before one works due to "invalid pairing code". Per dexcom, sensor is bad and needs to be replaced after troubleshooting bluetooth connection. Never encountered this issue with dexcom g6. This process takes time to troubleshoot, call customer support, and no active sensor for hours so blood sugar is impacted greatly each time. Due to all the problems I have experienced, I have requested dexcom to replace with g6 but told they could only send g7 product replacement. After discussing my issues with my doctor, I plan to revert back to g6 until the product can be improved. Based on my research, g7 have been on the market since feb 2023 so unsure how this is not a widespread issue with other customers and would expect a recall by now. I would like FDA review and feedback given dexcom g6 is planned to be phased out by july 1, 2026. Pt codes: 1849, 1912. Device code: 1535. Referenced reports: mw5185930, mw5185931, mw5185932.